Manufacturer narrative:
The device was not returned for evaluation as it was discarded. (B)(4).

Event description:
Treatment of a ruptured middle cerebral artery (mca) aneurysm. During the procedure, it was reported the balloon could not be deflated. The inflated balloon was successfully removed from the patient. The physician stated that a thrombus might have been stuck to the lumen of the balloon since it was kept inflated for about 20 minutes during the procedure. No patient injury was reported as a result of the procedure.